Event description:
Young (B)(6) girl was a patient and she had a foot fracture which was supposed to operate with 4mm asnis screws. Surgeon drilled 1.4mm guidewire, measured it and chose a 40mm screw. Straight away when the screw's first threads was in the bone surgeon felt that the screw doesn't pull properly. He took the screw away and realized that one of the three screw thread head was broken. It took a while to take that small titanium piece away from the bone. The surgeon chose another 40mm screw. It worked very well until only 5mm was left and then the whole screw broke. The head and the shaft of the screw were bent. Then he tried about 30 min to take away the broken screw but it was difficult. The material felt too soft and he couldn't take the whole screw off, only small pieces and he had to leave most of the screw to the bone. X-ray picture showed that the screw was bent in the bone.

Manufacturer narrative:
Both screws are 40mm and lot numbers are same. Surgeon used one 34mm asnis also but it worked well. It took about 50min more than normal similar operation. Patient was a young girl and she got extra amount of radiation because of that. A supplemental report will be submitted upon completion of the investigation.